Event description:
Caller states that the inform base unit is not transmitting like it should. Black plastic that holds the connector pins appears to have melted, and pins are discolored. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that after predilatation was performed, the stent failed to cross through the des stent placed during the same procedure. After removal of the stent delivery system to perform additional dilatation, the stent was noted to be dislodged and was found in the patient in the left main, close to the previously deployed stent. The dislodged stent was able to be retrieved using a snare device. The procedure was ended at this time with no adverse patient sequelae noted. No additional information is available. (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.